Event description:
The customer reported being at the urgent care due to high blood glucose, and he was treated with manual injections. The blood glucose reading at time of call was 80 mg/dl. Troubleshooting was performed. The customer stated that he was disoriented, had headaches, and possible stress. The time, date, and bolus wizard settings were correct. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.